Event description:
Olympus was informed that the customer¿s evis exera ii ultrasound gastrovideoscope was returned to the regional repair center (B)(6) for a reported ¿does not pass in lde, no circulation yellow channel (air/water channel not pass)¿ during reprocessing. Upon inspecting and testing, the service technician found a gap (cracked or peeled off) of the adhesive at the distal end cover. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service inspection found a gap (cracked or peeled off) of the adhesive at the distal end cover. Additionally, the scope failed the air/water leak test from inside the distal side of the biopsy channel. The probe surface has damage. The distal end cover is scratched. The air/water nozzle is clogged. The bending section cover glue is chipped. The control knobs have play. The universal cord has chemical damage. The control grip and grip have scratches. There is corrosion on the connector (seat holder). The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the gap of the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 26-jan-2022.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.